Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Reportedly, customer contacted health care provider to obtain alternate insulin therapy.